Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1,000.0 mcg/ml at a dose rate of 154.8 mcg/day via an implantable pump. It was reported that the patient underwent baclofen withdrawal in early december after forgetting to refill the pump. As per the pump's log, a non-critical alarm regarding low reservoir occurred on (B)(6) 2025 followed by a critical alarm regarding empty reservoir on (B)(6) 2025. The patient was unable to alert the nursing staff when the pump alarm sounded. Only one nurse reported hearing an alarm once between (B)(6) 2025 regarding the low reservoir alarm and (B)(6) 2025 regarding pump refill without knowing that it was the intrathecal pump. The withdrawal symptoms enabled the team to identify that the pump had not been refilled, but the additional oral treatment (medication) did not cause any particular complications for the patient. Refilling the pump and reprogramming the pump (B)(6) 2025 resolved the problem. The pump was now functional, working well, and the patient was okay. The pump would not be explanted.